Manufacturer narrative:
This report is submitted on july 13, 2023.

Event description:
Per the surgeon, the patient experienced skin overgrowth around the abutment. The abutment was changed to longer abutment under general anaesthetic on (B)(6) 2023. The implant remains in-situ.